Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had open book image. Customer¿s blood glucose level was 128 mg/dl. Customer declined to reply and wanted to return the insulin pump and will switch to manual injection. The device will not be returned for analysis.